Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low shocking lead impedance measurement less than 20 ohms. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.